Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient possible broken sensor wire on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.